Manufacturer narrative:
UDI: (B)(4). The batch review 3651722 showed that the devices were conformed to in process and finished goods specifications when released to stock the 6 nov. 2012. Expiration date: 2015-10 (according to retained labels). No non-conformance was opened; was opened relating to deals with an issue occurred during the vacuum dry step but with no consequence on finished goods, with no link with this complaint. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that while the surgeon was tightening the suture, the eyelet broke on one side. The surgeon removed the anchor, and inserted a second like device, but again that anchor broke when the surgeon was tightening the suture. That anchor was removed, and then the surgeon used a versalok titanium anchor to complete the procedure. There were no patient consequences. The sales rep stated he believed the surgeon left both anchors a little proud which could have been the reason why the anchors broke. Both anchors were discarded by the customer. Please see also medwatch report mwr-24052018-0000116699.